Event description:
The patient came in reporting pain due to a loose cup and the cause is unknown. At about 7 years and 11 months post-primary the surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 145340: 60 items manufactured and released on (B)(6) 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.